Event description:
During a bronchoscopy, the physician attempted to use the bronchoscopy micro brush. Staff report that the plug failed to deploy from the device and describe that it was "stuck." The md removed the device & noted that the wire came through the sheath nearest to the handle. Another brush was used without incident. No patient or staff harm occurred. Staff report that they have had a recent similar problem with this device, which was reported previously. The physician feels that there is something wrong with the product itself, although what this is cannot be identified.